Event description:
It was reported that a loss of ventricular capture was seen in a merlin transmission. Also, the pacing impedance was greater than the programmed upper limit with a sudden increase. No intervention made at this time. No patient symptoms were reported.